Event description:
During shoulder slap procedure, the surgeon punched and tapped prior to insertion. The first two implants broke at the hex on insertion. Surgeon was able to insert the third one into the glenoid but as he pulled back to test fixation, the implant broke under the hex. He then inserted a titanium implant over the broken one to complete the case. No adverse consequences reported as a result of event. This device is used to treatment.